Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("device migration"), infection ("serious infections") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with abdominal pain, infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, infection, genital haemorrhage, dysmenorrhoea, menometrorrhagia and migraine outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, infection, menometrorrhagia and migraine to be related to essure. The reporter commented: plaintiffs symptoms are so severe, she may have to undergo a hysterectomy to remove the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.